Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture when connected to the device. The device was replaced, the lead exhibited same issues with the new device. The lead was implanted. One day post implant, the lead was programmed to a different vector and the thresholds were within range. The patients condition was fine post procedure.

Manufacturer narrative:
UDI (di): (B)(4).